Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted cuts in the insulation at the suture sleeve tie down site and in the suture sleeve. Testing was completed to assess lead electrical performance and the inner insulation integrity. Measurements throughout these tests were within normal limits. A pressure test was performed to assess the outer insulation integrity but this failed at the cut locations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibiting high pacing threshold measurements and low r-waves. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.